Event description:
During the leadless pacemaker (lp) system implant procedure, while attempting to reposition, the lp was being redocked on the delivery catheter, it became caught on the tricuspid valve. The valve was torn when trying to free the lp. The lp was implanted. The patient is experiencing tricuspid regurgitation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.